Event description:
Ralc30 dlu calibrated fine, stapled and cut. Jaws opened small amount, tissue at end did not separate. Md pinched loose with fingers. Noticed that knife blade was exposed approx. 1-2mm.